Manufacturer narrative:
The company representative observed the "electrical test fail code #50" (motor speed out of specification). The company representative replaced the motor controller board (0671-00-0004). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit generated the "auto fill failure" alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.